Manufacturer narrative:
Additional information: h6. Correction: b7. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that oxygen saturation was inaccurate during use. The operator followed instructions, using an unopened device within its expiration date, and connected the pulse oximeter sensor to the patient finger secured with self-adhesive type tape. After 20 hours, the nurse found the patient unconscious, and adjusting the sensor did not yield readings. Monitoring results were inconsistent, posing a significant safety hazard. The nurse initiated rescue, performed a bedside oxygen saturation check, and provided pressurized oxygen via mask. The reported spo2 reading was 75%, whereas the blood gas results showed 96% saturation. After replacing the pulse oximeter sensor, monitoring returned to normal and the patient¿s condition stabilized. There was no audible and visual alarms triggered.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.